Event description:
Same case as 2134265-2014-00719 and 2134265-2014-00747. It was reported that an automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. After a non-bsc guide wire crossed, the lesion was predilated with a non-bsc balloon catheter. Ivus was performed with an opticross imaging catheter; however, failure to pullback occurred. Reconnection was performed several times; however the issue was not resolved. The procedure was completed with another opticross catheter. No patient complications were reported and the patient's status is good

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).